Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, some patients presented with anterior cell growth. The colonization started from the rhexis and invaded the anterior face of the iol. For this patient, a yag laser procedure was required. Additional information has been requested.